Event description:
The customer reported the adhesive at the angulation and engage knobs of the gastrointestinal videoscope came off, the forceps elevator angle knob was detached, the scope connector was leaking and switch #2 was scratched. The forceps elevator angle knob had not detached previously at the site. The customer noted that they did not handle the insertion site with excessive force. During reprocessing, moisture was throughly wiped off from the tube connection when the leak is detected. Switch #2 was noted to easily make contact with the detergent nozzle. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed. Also, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire, the bending section cover adhesive was chipped and cracked, the electrical contact of the endoscope connector was shaved, switch #2 was scratched, dots on the water detection stick were smudged and connected, the forceps elevator lever was cracked, the paint on the suction cylinder was peeled, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The user completed a survey stating reprocessing steps are performed according to the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the component analysis of the foreign material revealed silicon, which could be an anti-foaming agent such as gascon. However, since it could be derived from a various range of sources, it was unable to be specified. However, the cause of the reportable event is likely due to the foreign material which adhered to the air/water nozzle due to some kind of factor dried and solidified. Then, it was not fully removed in the ordinary reprocessing and remained. Additionally, an excessive load such as bumping could have been applied to the scope during handling, which led to cracks on glue. Furthermore, the adhering material which was supposed to be chemical remnants was observed at the check valve section, moisture of chemical agent as well as air could have entered the scope connector during the leakage test. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: [section 3.3 inspection of the endoscope] inspection of the endoscope - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Section 3.8 inspection of the endoscopic system] inspection of the objective lens cleaning function ·inspection of the water feeding function - cover the spray valve hole with your finger. - depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. -uncover the spray valve hole. Confirm that water is no longer flowing in the endoscopic image and that the valve returns to its original position smoothly. ·inspection of removing the remaining water from the objective lens - cover the spray valve hole and confirm that air is emitted and that the residual water on the objective surface is removed and the endoscopic image is clearly visible. - uncover the spray valve hole. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the device's manufacturing date. Section h4 was updated.